Manufacturer narrative:
Additional information: the reported event of ¿loss of cardiac pacing¿ was confirmed. Interrogation of the device revealed it was below end-of-life (eol) when received. The device was tested on the bench using automated testing equipment and no anomalies were found. The battery longevity was determined to be normal.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, loss of capture was observed. Atrial and ventricular impedance lower than limit alerts were also noted due to the device low battery voltage. There was no allegation of premature battery depletion. The device was explanted and replaced. The impedance values were normal with the new device. The patient was stable.